Manufacturer narrative:
Device evaluation - the device was returned for evaluation. The device was given functional testing and run overnight. During extended testing no alarm conditions occurred. The device event history log was examined; this showed the device had 3 occurrences of "loss of power occurred while running" alarms. The cause of the reported issue was not established.

Event description:
Information was received indicating that a smiths medical pump turned off on its own. The pump alarmed and then powered down for no reason. The pumps were being used for a pediatric clinical trial. There were no reported adverse events.